Event description:
The report indicated that the customer's bg's rose significantly early the next morning, after a new pod was applied. Consistent high bg's (297-418mg/dl) with large ketones were experienced which would not lower despite multiple correction boluses. As a result of the high bg's, the customer visited the ER "for a few hrs". The suspect pod was removed and replaced, and will be returned for eval.

Manufacturer narrative:
The pod was thoroughly evaluated and no evidence of any damage or mfg deficiency was found that would have either directly caused or contributed to either insufficient or no insulin delivery. The pod was found to have functioned as intended, and was fully capable of delivering all programmed doses of insulin. Fluid exited the tip of the cannula when the drive mechanism was actuated. No problem found in the returned device. It is unk why the user experienced high bg levels. The user is instructed in the user guide to periodically check the infusion site and to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.